Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The tip of the device came off and fell into the abdominal cavity. It was immediately retrieved. The procedure was completed with another device. No patient issues occurred. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. (B)(4).